Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent an exploratory surgery for a suspected infection at the lead site. Follow up indicated the patient's wound has healed and the patient was doing well post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.